Event description:
It was reported that the device would not power on properly. The device would lock up with bars across the screen. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed main pcb assembly and determined the cause for the malfunction to be a failure of an ic chip, designator u17.